Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation no image during angulation was not confirmed. In addition, due to damage on charge coupled device unit, the image was not displayed. The adhesive on bending section cover had a chip. Due to damage on lock engagement lever, bending section could not be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope¿s screen disappeared when the tip was bent. The event occurred during a therapeutic laparoscopic small bowel resection. The procedure was completed without the bending function of subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Upon retesting, the customer's allegation was confirmed. Based on the results of the investigation, the image sensor unit was likely damaged (broken wire, etc.) Due to usage stress, external factors, or handling, or parts mounted on the electrical board. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows: [inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. Four. Adjust the light intensity to get the appropriate brightness. Five. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.